Event description:
It was reported that during a tlh an enseal device was used and it did not seal the uterine vessels. After completing the surgery the surgeon had to go back inside as the device did not seal the uterine vessel and it burst and bled. The surgeon managed to stop the bleeding with surgiflow and the patient was fine after the procedure.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: were the uterine vessels skeletonized or taken with other structures? I believe they were skeletonized as best as possible but there was some surrounding tissue, it was near the cuff of the vagina so difficult to completely skeletonise. Was hemostasis achieved immediately after using the device in the original procedure? No. Were there any difficulties observed with the device in the original procedure? More bleeding than normal. What is the surgeon¿s experience with the device? Very bad, described the device as noseal. How long after the original surgical procedure was the bleeding vessels were identified? After removing the uterus, around ten minutes later. What was the approximate blood loss? Unfortunately we do not have this information. Were any blood products administered? They used surgiflow. What is the patient's current status? Patient ok and discharged. An internal rapid response call was held on 2/15/2022 to include post market surveillance, customer quality, quality engineering, sales, medical safety, marketing, design engineering, and local associates to discuss hemostasis issues the surgeon experienced with the enseal x1 curve jaw. The rep provided a summary of the event. The procedure was a tlh that was performed by a very experienced surgeon who usually uses maryland but due to the backorder, she started working with the x1. The rep was not able to provide the surgeon with extended training prior to her first use with the device. The surgeon only received training from the nursing staff. For the surgeon¿s next procedure, the rep was able to be present for it (the tlh). The rep talked through the devices use and had to talk the surgeon through relaxing her hand and listening for the 2 clicks of the handle. The surgeon indicated the atmosphere was a bit more oozy than she usually has. The surgeon tried to skeletonize the uterine vessels but there was a lot of tissue around them due to endometriosis. The seal on these vessels would look okay and as soon as she would touch the seal, it would start oozing. The surgeon started using the sealing function up to 3 times since she felt she could not trust the seal from the device when she used it once or twice. The rep did indicate they were using the device to separate and push through the tissue planes. The rep also indicated that was stretching of the uterus, creating tension, when the sealing was occurring. The internal team did indicate that the tension played a signification role in this specific case¿s issues. The surgeon was able to complete the surgery and remove the uterus vaginally. When the surgeon went back to check the vessels, 1 of the uterine vessels started spurting blood. Surgiflow and sutures had to be used to stop the bleeding. She also indicated the lateral spread was worse than usual in the procedure. The rep said that we are not getting the device back. The rep did indicate there was some sticking and the scrub nurse did clean the device when there was tissue build up in the jaws, but it was not anything significant to what is usually seen. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2022. Additional information was requested and the following was obtained: the surgeon skeletonized the uterine, however there were a few adhesions around the cuff which didn't help. The consultant felt that she needed to double or triple buzz to achieve better hemostasis. There was clear bleeding after activation of the sealing button, once the uterus was removed the surgeon went back in laparoscopically to check the sealing and could see the uterine's were very oozy then all of a sudden the uterine started to pump out blood. The surgeon resulted in using surgiflow to stop the bleeding. The surgeon also felt that the thermal spread wasn't as good as the ligasure as she could visibly see the spread on the laparoscopic screen. The surgeon felt for a female surgeon the device handle was heavy and her hand was fatigued by the end of the procedure. The enseal was doing what it was supposed to be doing. The vessel in the procedure was close to 7mm. Bleeding occurred and she oversewed the vessel. The engineers addressed the ergonomic issues for future files. The surgeon has used the device quite a lot. Hemostasis concerns is uterine issues. Only intraop issues. No post op issues. Uses the device per the IFU.